Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The account reported that the patient was found to have a major infection on (B)(6) 2021. The patient had positive hemocultures for staphylococcus (staph) haemolyticus (haem) and was given a broad-spectrum of antibiotics. The infection was reportedly not device related as the patient was infected prior to implant. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. C are currently available. Although the patient¿s infection was reportedly not device related, section 1 of the IFU lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jun2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the infection existed prior to lvad implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's hemoculture was positive for staphylococcus aureus. The patient was treated with antibiotics and was in ongoing/stable condition.